Manufacturer narrative:
A philips clinical application specialist (cas) reviewed is reported incident. The cas believes the issue was due to a lack of understanding of process with 12-lead. The customer had printed off from the bedside monitor that was processed through the central monitor where the artifact filters are turned off and then analyzed. The pic ix then sent the 12-lead to the bedside monitor and they print this off. The cas indicated that this is correct procedure and the cas could see the analysis on the printout. The cas could also see the filter was turned off and raw ECG signal was captured. A picture seen by the cas showed the central monitor is not a 12-lead capture; the customer clinician had opened multi-report, which was showing data from the monitor; it had not been analyzed. The cas could see that the filter is turned on for 0.5 to 40 hertz.. When you have filters on, it can distort the ECG baseline and often the leads are in a modified position. This can sometimes be seen at the bedside monitor on the ECG display. Often, the nurse will then do a 12-lead capture to rule out changes, as it looks like customer did. There was no product malfunction; this is considered a user issue, due to a lack of understanding of process with 12-lead. The results of the investigation were provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested not available at time of report. (B)(6).

Event description:
The customer reported that when they do a print out from the bedside monitor mp30 and then the print out from the central (pic ix) for ECG, the printing is off by a 1-1.5 ml. The ECG from the central monitor done at 23:09 showed significant st elevation in leads v2 v3 v4. Two minutes later at 23:11, they performed bed side generated ECG, which showed on st elevation, but the patient was thrombolysed based on the initial ECG . Patient was required to be flown to another location. The patient was administered the wrong medication. No information was received indicating the device was not a contributing factor in the event.